Event description:
When nurse made rounds, pca tubing was kinked inside cassette. At the time the medication was loaded, two nurses loaded the pca pump and it functioned appropriately. During the night adjustments were made to the pca. In the morning the pca read that 47 cc's were left when there were actually 120 cc.technical assessment is that machine worked properly and that if there was an upstream occlusion alarm the issue with kinked tubing would have been detected.